Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? No. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-05056. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hepatectomy procedure on (B)(6) 2022 and suture was used. The needle broke when sewing in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/28/2022. H6 component code: g07002 no device problem found. H3 investigational summary: two open overwrap packets, two needle-suture pieces insert in the labeled winding former and one needle-suture combination of product code w8556 were returned for evaluation. Visual inspection and functional test were conducted on the returned device. This product code is double armed. A visual inspection was performed on the needles; the swage and attachment area were noted be as expected and no anomalies or defects related to breakage needle were found. However, marks appear by surgical instrument on three needle area were noted and the ends of the suture were cut. Functional test was performed, to needles by resistance and met the requirements. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.